Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor had a black rubber-like foreign object found in the cleaning tank the issue occurred during reprocessing. There were no reports of patient harm. When the serviceman checked, he found a deteriorated part in the internal hose, which had been scraped off and was coming out into the cleaning tank. The user performed the cleaning and disinfection process using a different device, and there was no impact on patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was not returned and could not be evaluated. The foreign material was not identified. Based on the results of the investigation, and because the device was not returned for evaluation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.